Manufacturer narrative:
The distributor reported they were notified of a patient that had an allergic reaction after a procedure using a cystoscope that had been manually reprocessed with mckesson opa/28. The patient presented symptoms of hives and itching and sought medical treatment. The facility was manually disinfecting their scopes and rinsed them 3 times, which is the required number of rinses stated in the manufacturer's instructions for use. The patient did not experience any lasting effects. This complaint will continue to be monitored by the medivators complaint handling system.

Event description:
The distributor reported that they were notified of a patient that had an allergic reaction after a procedure using a cystoscope that had been manually reprocessed with mckesson opa/28.